Event description:
It was reported that a patient's implantable cardioverter defibrillator had was suspected of exhibiting atrial oversensing. The device was noted to be functioning normally without bringing harm to the patient. No further information has been provided.

Event description:
New information notes that the physician has no plans to perform any intervention, as the atrial oversensing events occurred very rarely.